Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues."). The patient was treated with surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 36-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, thyroid papillary carcinoma, radioactive iodine therapy, dysmenorrhea, hypothyroidism and abdominal pain lower. Previously administered products included for an unreported indication: paxil and sprintec. Concurrent conditions included dyspepsia, thyroidectomy, spotting vaginal, fibroadenoma, nausea, vomiting and vaginal yeast infection. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), ferrous sulfate; vitamins nos (multivitamins plus iron), hydromorphone, ketorolac tromethamine (toradol), levothyroxine, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, 2012, metoclopramide, naproxen and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) - weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/mental anguish"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 195 lbs pathology report:- there are small, metallic coils embedded within both cornua consistent with essure contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Cytology - on (B)(6) 2014: result specimen adequacy: satisfactory for evaluation. Endocervical component: present. Interpretation: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Essure device was successfully occluded.. Pathology test - on (B)(6) 2017: diagnoses: uterus and cervix - no pathologic change. Fallopian tubes with paratubal cysts. Ultrasound pelvis - on (B)(6) 2013: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted; on (B)(6) 2014: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and medical record received: lot no added. New events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, weight gain" were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 36-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, thyroid papillary carcinoma, radioactive iodine therapy, dysmenorrhea, hypothyroidism, cramp in lower abdomen, multigravida, parity 3, papillary thyroid cancer, tonsillectomy, dyspepsia and breast lump removal. Previously administered products included for an unreported indication: paxil and sprintec. Concurrent conditions included dyspepsia, thyroidectomy, spotting vaginal, fibroadenoma, nausea, vomiting and vaginal yeast infection. Concomitant products included ferrous sulfate;vitamins nos (multivitamins plus iron), hydromorphone, ketorolac tromethamine (toradol), levothyroxine, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012, metoclopramide, naproxen and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 7 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) - weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("anxiety/mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Pathology report:- there are small, metallic coils embedded within both cornua consistent with essure contraception. Left tube: the device was then released and 3 coils were noted to be protruding from the ostium. On the right tube and 5 to 6 coils were noted to be protruding from the ostium . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Cytology - on (B)(6) 2014: result specimen adequacy: satisfactory for evaluation. Endocervical component: present. Interpretation: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Essure device was successfully occluded.. Pathology test - on (B)(6) 2017: diagnoses: uterus and cervix - no pathologic change. Fallopian tubes with paratubal cysts.. Ultrasound pelvis - on (B)(6) 2013: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted.; on (B)(6) 2014: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-apr-2021: medical record received: medical history was added. Rcc was updated. Due to imrdf/FDA fu marked signi. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 36-year-old female patient who had essure (batch no. 869762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, thyroid papillary carcinoma, radioactive iodine therapy, dysmenorrhea, hypothyroidism, cramp in lower abdomen, multigravida, parity 3, papillary thyroid cancer, tonsillectomy, dyspepsia and breast lump removal. Previously administered products included for an unreported indication: paxil and sprintec. Concurrent conditions included dyspepsia, thyroidectomy, spotting vaginal, fibroadenoma, nausea, vomiting and vaginal yeast infection. Concomitant products included ferrous sulfate;vitamins nos (multivitamins plus iron), hydromorphone, ketorolac tromethamine (toradol), levothyroxine, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012, metoclopramide, naproxen and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 7 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) - weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("anxiety/mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal hemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Pathology report:- there are small, metallic coils embedded within both cornua consistent with essure contraception. Left tube: the device was then released and 3 coils were noted to be protruding from the ostium. On the right tube and 5 to 6 coils were noted to be protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Cytology - on (B)(6) 2014: result specimen adequacy: satisfactory for evaluation. Endocervical component: present. Interpretation: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnoses: uterus and cervix - no pathologic change. Fallopian tubes with paratubal cysts. Ultrasound pelvis - on (B)(6) 2013: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted.; on (B)(6) 2014: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, pelvic pain, vaginal hemorrhage, menorrhagia. Lot number: 869762. Manufacturing date: 2011/06. Expiration date: 2014/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 36-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, thyroid papillary carcinoma, radioactive iodine therapy, dysmenorrhea, hypothyroidism and cramp in lower abdomen. Previously administered products included for an unreported indication: paxil and sprintec. Concurrent conditions included dyspepsia, thyroidectomy, spotting vaginal, fibroadenoma, nausea, vomiting and vaginal yeast infection. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ferrous sulfate;vitamins nos (multivitamins plus iron), hydromorphone, ketorolac tromethamine (toradol), levothyroxine, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012, metoclopramide, naproxen and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 7 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) - weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("anxiety/mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and "cystoscopy"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 195 lbs pathology report:- there are small, metallic coils embedded within both cornua consistent with essure contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Cytology - on (B)(6) 2014: result specimen adequacy: satisfactory for evaluation. Endocervical component: present. Interpretation: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnoses: uterus and cervix - no pathologic change. Fallopian tubes with paratubal cysts.. Ultrasound pelvis - on (B)(6) 2013: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted.; on (B)(6) 2014: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received: events added from pfs- abdominal pain. Reporter information, event outcome of pelvic pain was updated to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues."). The patient was treated with surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 36-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, thyroid papillary carcinoma, radioactive iodine therapy, dysmenorrhea, hypothyroidism and cramp in lower abdomen. Previously administered products included for an unreported indication: paxil and sprintec. Concurrent conditions included dyspepsia, thyroidectomy, spotting vaginal, fibroadenoma, nausea, vomiting and vaginal yeast infection. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ferrous sulfate;vitamins nos (multivitamins plus iron), hydromorphone, ketorolac tromethamine (toradol), levothyroxine, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012, metoclopramide, naproxen and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) - weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/mental anguish"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 195 lbs pathology report:- there are small, metallic coils embedded within both cornua consistent with essure contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Cytology - on (B)(6) 2014: result. Specimen adequacy: satisfactory for evaluation. Endocervical component: present. Interpretation: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnoses: uterus and cervix - no pathologic change. Fallopian tubes with paratubal cysts. Ultrasound pelvis - on (B)(6) 2013: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted.; on (B)(6) 2014: impression : unremarkable examination with no specific etiology for pelvic pain identified. Bilateral essure devices are noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.